Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system, with a measured blood glucose of 60 mg/dl and device low alerts reported; the user ingested oral glucose and recalibrated via the ilet, after which the device displayed 73 mg/dl and a manual test read 90 mg/dl. Symptoms included fatigue and body aches. Outcomes included self-treatment without medical intervention, no assistance required, and symptom improvement following oral glucose intake. Investigation included customer service troubleshooting, review of the event details, and user-guided device recalibration. Investigation of this case revealed no device malfunction identified through troubleshooting, with device alerts functioning and user education provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.